Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a piece of plastic in the adjustable pressure limiting valve. The object was removed, and the unit was returned to service.

Event description:
The hospital reported the unit would not release pressure in manual mode. There was no report of patient involvement.